Event description:
During the index procedure the patient had an endeavor sprint drug-eluting stent implanted in the lad. Approximately 40 months post index procedure the patient suffered an mi with stenosis confirmed. Patient underwent a target vessel revascularization procedure and had one other brand stent implanted in the lad.

Manufacturer narrative:
Evaluation: results inherent risk of procedure (myocardial infarction, tvr). Evaluation, conclusions: inherent risk of procedure - (myocardial infarction, tvr). (B)(4).